Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent power source alerts occurred while using multiple power charging supplies. Customer's blood glucose was within range (value not provided). Reportedly, customer reverted to using another pump for insulin therapy.